Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer was "crashing" and had a flickering screen. Follow-up attempts to get greater detail went unanswered. The programmer was returned for service. No patient complications have been reported as a result of this event.